Event description:
On (B)(6) 2013, it was reported that the physician¿s programming system was not working. It was later reported that the handheld was freezing and unable to interrogate. It was later clarified that the issue is that the handheld is freezing at interrogation successful screen; therefore he is unable to use it during dosing sessions. It was stated that this had occurred with multiple patients. It was reported that the handheld and flashcard would be returned for product analysis but they have not been returned to the manufacturer to date.

Event description:
On (B)(4) 2013 the programming system was returned for product analysis (handheld, flashcard, and wand). Product analysis is still underway and has not yet been completed.

Event description:
Additional information was received on (B)(4) 2013 when product analysis was completed on the handheld, flashcard, and wand. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the alleged screen freeze complaint is a known issue that has been evaluated and addressed. No other issues were observed with either the flashcard or software. Product analysis on the wand showed it performed according to functional specifications.